Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes . Section d9: return to manufacturer: 2/4/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut into three pieces, which is consistent with a lens that was handled during explant. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had dysphotopsia (negative) after implantation of the tecnis eyhance intraocular lens (iol) in the left (os) eye. The lens was explanted and replaced with a non-johnson and johnson lens. No additional surgical intervention required. There was no patient injury. Reportedly, the patient is doing good post exchanged. No further information is available.

Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.